Manufacturer narrative:
The pod was returned in the not deployed state. The pod data indicated the pod experienced a rotational sensor malfunction that led to the pod completing first prime earlier than expected in 21 pulses this rotational sensor malfunction can be confirmed as the root cause of the user reported event of the needle not deploying. A pod rerun was performed and the rotational senser malfunction was not observed to replicate in the rerun data. The rotational sensor assembly was inspected and the exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.